Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they have a lot of sensitivity in their canine teeth and have noticed that they are chipped. They will be having dental work done to these teeth in order to not have as much pain. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.